Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had floating symptoms and was light headed when they used a computer. The patient's surroundings were going to be investigated. No actions or interventions were taken. No surgical intervention was taken or planned. The issue was resolved at the time of this report. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.